Manufacturer narrative:
Event date updated to 08/11/2023 per gfe response.

Event description:
It has been reported to philips that tempus ls has a dpm failure that occurred during training. No patient involved. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.